Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard denali filter was deployed in the infra renal inferior vena cava, for a patient with deep venous thrombosis. A follow-up image showed good positioning just below the level of the renal veins. Approximately one year one month of post deployment, a computed tomography (CT) abdomen and pelvis without contrast showed grade 1 perforation of all the legs. The apex of the filter did not touch the wall of the inferior vena cava. The apex of the filter was at the level of renal vein confluence. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep venous thrombosis. Approximately one year and one month post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter migrated and legs perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.